Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 8f sheath after a percutaneous coronary interventional procedure. Reportedly, the guide wire remained in the anatomy during deployment steps. Resistance was noted when the guide wire was attempted to be removed; therefore, the guide wire had to be removed with the proglide device as a single unit. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty removing the guide wire was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the perclose proglide instructions for use (IFU), states: backload the device over the guide wire until the guide wire exit port of the sheath is just above the skin line. Remove the guide wire before the exit port crosses the skin line. The IFU deviation does not appear to have contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to the non-abbott guide wire and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.